Event description:
It was reported via the implant patient registry that a 27mm aortic valve, implanted for 11 months, was explanted due to infective endocarditis with enterococcus faecalis, vegetations, and moderate insufficiency. The explanted device was replaced with a 25mm valve. Per medical records, the patient presented with severe sepsis due to e. Faecalis bacteremia and high degree heart block. The patient underwent redo-avr and a ppm was implanted. The new bioprosthetic valve looked good. There was no evidence of any perivalvular leaks. The patient was discharged home on pod #9.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The subject device is not available for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that an 11500a 27mm inspiris resilia aortic valve, implanted for 11 months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 25mm inspiris resilia valve. No additional information has been provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.